Event description:
It was reported that during preparation of the insertion procedure while attempting to attach the tunneler component to the dialysis catheter, the plastic piece on the tunneler broke off. There was no patient contact.

Manufacturer narrative:
Manufacturing review: manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: based on the sample evaluation: one 14.5 fr d/l glidepath 19 cm str hemodialysis catheter with surecuff kit was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as a break was noted on connecter of tunneler. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. Vt-sca-19-4398 has been issued to turnxon precision co. Ltd to address the damaged tunneler issue and identify appropriate actions. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. (Expiry date: 07/2020).

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during preparation of the insertion procedure while attempting to attach the tunneler component to the dialysis catheter, the plastic piece on the tunneler broke off. There was no patient contact.